Event description:
It was reported that when the patient presented in-clinic for a routine follow-up, an extended charge time during capacitor maintenance with multiple attempts was observed. 2 final attempts resulted in normal charge times. At a subsequent follow-up, extended charge time during capacitor maintenance were seen. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.